Event description:
The tech alleged that the side rail would not stay in the raised position. No pt impact.

Manufacturer narrative:
The tech replaced the side rail latch screw, nut and bushing to resolve the issue.